Manufacturer narrative:
The reported field event of high defibrillation thresholds was confirmed in the laboratory due to review of the stored egms. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient's device was explanted due to high defibrillation threshold. Additional information has been requested but not received. No further information is available at this time.